Event description:
It was reported that during shoulder cuff repair, the anchor broke while inserting a footprint anchor into the 1st lateral row of the repair, eyelet broke and the suture pulled out. The surgical site had been prepared as directed in the instructions. When the anchor was slightly more than 3/4 into the prepared site something inside snapped. It was reported that when the driver was removed, suture holding the inner anchor was still attached. The broken anchor remains in patient's bone but not sutured to soft tissue. The patient reported to have good bone quality. Site was prepped with a 3.8 tapered awl. The procedure was completed with an additional anchor available.

Manufacturer narrative:
Broken anchor remains in patient's bone. Device not returned for the evaluation. The lot number is not available. Expiration date is unknown. Device not returned for the evaluation. The lot number is not available. Manufacture date is unknown. No further investigation is warranted at this time. (B)(4).